Event description:
It was reported that during a da vinci prostatectomy procedure, the customer noted that the cables buckled while the prograsp forceps instrument was being used. No fallen fragments were reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the instrument grip cables were derailed at the clamping pulley inside the housing. Evidence not conclusive but derailed cable could be causes by improper motion. Additional observation not reported by site was main tube damage. The distal end of the main tube exhibited various scratch marks with light material removal. The scratches were approximately 0.148 - 0.045 in length and were not aligned with the tube axis. The customer reported complaint does not itself constitute a reportable event; however, the main tube damage found during failure analysis if to reoccur could cause or contribute to an adverse event.